Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported that the customer was in the emergency room for diabetic ketoacidosis (dka), and blood glucose (bg) levels of 400-800mg/dl. Per the customer recollection, they were treated either by a correction bolus, or intravenous insulin. The customer also reported that their vision has gotten worse over the last year, and they believed that it is a result of dka. The customer is to consult with their healthcare provider if they experience elevated bg levels.